Manufacturer narrative:
The initial reporter was technician from hospital. The correction of d4 catalog # and d4 serial # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous d4 catalog # ard568515010c. Corrected d4 catalog # ard567910968/ard568350959. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, during inspection, components for fixing the handle were found to be missing from the device and metallic finish needed replacement. Based on the photographic evidence the following issues were confirmed on the device: missing handle holder, paint peeling from fork and label chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaries and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The detachment between aluminum cylinder and the handle support is probably due to mechanical shocks, collisions, or excessive efforts. To prevent any similar incident: during the manufacturing the parts are degreased the quantity of the instant adhesive gel deposited is checked the adhesive bonding is checked by manual traction during the manufacturing. The user manual mentions to check the condition of the sterilizable handle. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6) hospital. H3 other text : device not returned to manufacturer.

Event description:
On 1st november 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated, during inspection, components for fixing the handle were found to be missing from the device and metallic finish needed replacement. Based on the photographic evidence the following issues were confirmed on the device: missing handle holder, paint peeling from fork and label chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.